Manufacturer narrative:
Report is for four (4) unknown screws. Unknown if device was explanted; however revision surgery occurred (B)(6) 2015 without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2014. After experiencing pain and non-union the patient was revised on (B)(6) 2015. The plate was intact, however it was found that four (4) screws were broken. This is report 2 of 2 for (B)(4). This report is for four (4) unknown screws.